Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the site and obtained the following additional information regarding the reported event: after the procedure, the patient did not experience any complication related to retaining a fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient's readmission date and the specific procedure performed were on(B)(6) 2023 for a pancreatoduodenectomy procedure. The surgeon cannot provide the reason for the patient's re-admission. No fragments were retrieved during the re-hospitalization. The patient is currently in "fine" condition.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke at the beginning of the procedure, with a fragment falling inside the patient. The fragment was retrieved in the same procedure. The customer used a spare instrument to proceed with the procedure. Intuitive surgical, inc (isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use with nothing found out of the ordinary. The initial reporter confirmed the procedure to be a thyroidectomy on event date of (B)(6) 2023. The surgical task being performed when the issue occurred was dissecting. The instrument was used for 10 minutes prior to the problem occurring. The surgeon did notice functionality issues during the surgical procedure, and the instrument did not collide with any other instruments or hard material. The instrument was removed prior to brakeage and the wrist was straightened prior to removal. The staff felt resistance upon removal of the instrument through the cannula. The staff noticed damage to the cannula after the instrument was removed. The instruments were removed, and all fragments were reported to have been retrieved. No additional surgical procedures were performed to remove any fragments. No tests like x-rays were performed as a consequence of the problem. The procedure was completed robotically. The patient has returned to the hospital due to experiencing a post-surgical complication related to retaining a foreign object. The instrument and fragment have been returned to isi for further evaluation. There are no photographic videos or images of the procedure available to return for isi evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis (fa) evaluation. Fa was able to confirm/reproduce the customer reported complaint. Upon visual inspection, the instrument was found to have the teflon pad dislodged from its normal position. The teflon pad was not returned along with the instrument.